Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2020 with the blood glucose level of 426 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin shots. Customer alleging that the insulin pump was under delivering as it was not delivering sufficient insulin. The insulin pump will be returned for analysis.